Event description:
It was reported that the bd maxzero multi-fuse extension set with needleless connector(s) experienced spontaneous disconnection. The following information was provided by the initial reporter: product does not stay in place when connected to nfc or cannula. The luer lock did not keep the product in place and syringe did not stay in the nfc.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Follow up MDR for device evaluation. A mz9277 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21086168. Further information provided by the customer indicates that a secure connection could not be made between the maxzero of the mz9277 product, and an unknown luer slip syringe. No further information was available to determine the make and model of the luer slip syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21086168 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.